Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 94 mg/dl and the sensor glucose was 142 mg/dl at the time of the incident. The customer¿s current blood glucose was 94 mg/dl. Troubleshoot was performed and the customer stated that insulin delivery was suspended due to sg values and sg value that triggered the suspend event was 70 mg/dl and threshold/low suspend limit in sensor settings was 70 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.